Manufacturer narrative:
A field service engineer (fse) determined that two of the upper tubes were incorrectly connected. The fse resolved the issue by correctly connecting the tubes. However, in an effort to reproduce the issue, our team attempted to exchange the tubes in the roche lab, following the fse's explanation. We were unable to reproduce the original issue. Instead, after exchanging the tubes, no calibration could be performed. A persistent error message, "clog check fluid path," appeared during the calibration process. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
Updated medwatch field d. Suspect medical device, common device name, product code.

Event description:
There was an allegation of questionable lithium results from the roche 9180 electrolyte analyzer for 8 patients. Patient 1's initial result was 0.76 mmol/l, and the repeat result was 1.15 mmol/l. Patient 2's initial result was 0.20 mmol/l, and the repeat result was 0.94 mmol/l. Patient 3's initial result was 0.30 mmol/l, and the repeat result was 0.57 mmol/l. Patient 4's initial result was 0.28 mmol/l, and the repeat result was 0.51 mmol/l. Patient 5's initial result was 0.39 mmol/l, and the repeat result was 0.68 mmol/l. Patient 6's initial result was 0.26 mmol/l, and the repeat result was 0.66 mmol/l. Patient 7's initial result was 0.97 mmol/l, and the repeat result was 1.27 mmol/l. Patient 8's initial result was 1.45 mmol/l, and the repeat result was 0.40 mmol/l.

Manufacturer narrative:
The lithium reagent lot and expiration date were not provided. Qc was passing at the time of the event. The investigation is ongoing.